Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The issue was resolved by replacing the main keypad. The device passed functional and performance testing and was returned to the customer. Section h6 medical device problem code has been corrected.

Event description:
The customer contacted stryker to report that their device charge button was not working properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device charge button was not working properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.